Event description:
It was reported that during a cadaver in a medical education lab, the router broke at the base. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that issues identified with the associated pi drive plus motor 5407300000 (B)(4) contributed to the router break.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a cadaver in a medical education lab, the router broke at the base. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.